Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected intermittent recurring high out-of-range right ventricular (rv) lead shock impedance measurements. All other rv electrical measurements appear stable and within normal limits. The patient is implanted with a single coil rv lead which is known to retrieve higher impedance values. This device has not delivered any shocks. Boston scientific technical services (ts) recommended bringing the patient in for isometrics and pocket manipulations and recommended increasing the value of the alert for shock impedances. No adverse patient effects were reported. The device remains in service.